Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating that the monitor keeps freezing intermittently, cannot do anything when frozen. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to perform a reboot of the intellivue mx500 patient monitor. Based on the information available and the testing conducted, the exact cause of the reported problem is unknown. The reported problem was confirmed. A reboot of the intellivue mx500 patient monitor was performed. However, the exact cause for the reported issue could not be established. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.